Manufacturer narrative:
The complete initial reporter facility name that is provided is (B)(6). The initial reporter phone number that is provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. It showed error 113 (reduced water temperature control). Per review of wo on (B)(6) 2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. During evaluation under (B)(4), it was confirmed that the device was not cooling. The chiller pump is suspected to have failed. Functional check performed. There was an error 40 unable to maintain stable water temperature. Under (B)(4) evaluation, the appliance can be filled with 3.5 litres of water. When draining the water, 0.5 litres come out of the left drain valve. 3 litres come out of the drain valve on the right. The appliance heats normally but does not cool. The flow rate is 1.8 litres. The pump circulation is 46% and the inlet pressure is -7psi. After 10 minutes t4 still has 21.6°c. The cooling unit is probably failed. Under (B)(4), the reported issue was confirmed to be a failed chiller. The chiller was replaced. Under (B)(4), general maintenance is performed. Under (B)(4), coin cell replacement is due. Under (B)(4) the coin cell and tube chiller pump outlet were replaced. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Correction: d,f,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. It showed error 113 (reduced water temperature control). Per review of wo on 19jun2025, there was no patient involvement. Per follow up information received via mail on 24jun2025, device would be repaired in the hospital by crs.